Event description:
This pt presented last month to undergo implantation of the bravo ph capsule. The receiver was tested and noted to be recording per the manufacturer's instructions. The pt returned two days later for retrieval of the information. The minimal information was noted to be recorded. The practitioner believed the capsule failed. The MFR analyzed the study and confirmed it was a capsule failure. The MFR sent a replacement capsule.